Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and bumpy skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use witch hazel and gold bond powder on the skin irritation. The patient also reported using anxiety pills to help her sleep. Follow up indicated that the patient's skin irritation improved upon following the physician's recommendations.